Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during an implant, a left ventricular lead would not track through the inner coronary sinus catheter. Multiple catheters were used. A second lead was attempted with no success. The physician stated that the leads would not advance through the inner guide catheter without significant resistance & he therefore could not position the leads in his target vessel. The leads were not used. The procedure was completed with the use of a competitor lead. The patient was stable. Related manufacturer reference number: 2017865-2020-01490.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.